Event description:
During remote monitoring, episodes of oversensing resulting in pacing inhibition were observed on the right ventricular (rv) lead. Although the patient was pacemaker dependent, they did not experience any adverse consequences due to the loss of pacing. No intervention was performed at this time. The patient was stable and will continue to be monitored.

Event description:
Additional information received indicated the rv lead was later capped and replaced to resolve the event. The patient was in stable condition.